Event description:
Customer tested blood glucose level and received results of 186mg/dl and 182mg/dl. The customer took a nap and had a seizure while sleeping. Their family member took a blood glucose reading during this time and received a result of 12mg/dl. Within 10 minutes customer took another reading and received a result of 486mg/dl. An ambulance was called and the customer was taken to the hosp and treated. The customer would not disclose what kind of treatment. No controls were in use at the time. A request was made for the return of the suspect device and replacment was sent.